Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line on the (liquid crystal display) lcd screen was confirmed via inspection of the submitted picture and evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). Visual inspection of the picture and evaluation of the controller revealed a vertical white line on the display. The system controller operated in a mock circulatory loop and no issues or atypical alarms were observed. The reported issue did not affect the functionality of the controller. The returned controller lcd display was exchanged with a test lcd display and the display did not show a vertical white line, isolating the issue to the lcd screen. The root cause of the reported event could not be conclusively determined through this analysis; however, the line in the lcd is a known issue related to the lcd screen itself. This issue is being addressed via a corrective and preventative action (CAPA). Incidental finding: fluid ingress on power cables. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) explains how to how to view the backup battery information on system monitor, including the manufacture date and the number of months until the backup battery needs to be replaced. Section 2 ¿system operations¿ under ¿system controller backup battery power¿ informs the user that the backup battery has a limited lifespan of 36 months from the manufacture date. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's backup controller lcd screen had lines on it, indicating screen damaged. The backup controller was exchanged. Images of the damaged screen were provided. The exchanged controller will be returned for evaluation.